Manufacturer narrative:
(B)(4). Patient's age at the time of the event unknown/ not provided. Patient's weight unknown/ not provided. Product not returned to manufacturer.

Event description:
It was reported that the implant (cm3110) fell down on the floor during the procedure. It was also reported that they though driver (unk driver) may be malfunction. There is no reported impact or harm to the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One eztetic dental implant was returned for inspection with a cover screw and package spacer. A visual inspection revealed that the implant shows minimal signs of wear at the threads, collar, and internal drive feature. The reported driver was not identified or returned. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for 3.1mmd eztetic dental implants, healing screws and healing collars 9225 rev 1-07/17. Information identified: technique information ¿ step 5 grasp the top of the titanium packaging component placed on top of the implant, remove it and discard. Place the appropriate insertion instrument directly into the implant. The following instruments can be used for implant delivery to the site: the gemlock hex drill [chd2.1, chdl2.1] attached to a motor handpiece, or gemlock hex driver [chr2.1, chrl2.1] attached to the gemlock retaining square ratchet [rsr] or stainless steel screwdriver handle [sshs]. The implant was functionally tested, and it was noted that the drive feature still retains components tried in. Because the reported driver was not returned, functional testing and the event are non-verifiable. A root cause cannot be determined. (B)(4).

Event description:
It was reported that the driver (unk driver) may be malfunction, it did not hold the implant, as it was a little bit loose, hard to latch. The implant was not latched properly. It was also reported that the implant (ct3113) fell down on the floor during the procedure. The procedure was completed with another driver. There is no reported impact or harm to the patient.

Manufacturer narrative:
The following sections have been updated: date of this report, updated event description, contact office, date received by manufacturer, checked "follow-up", checked follow-up type, added manufacturer narrative. The following section has been corrected: device code.